Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have had observations of intermittent jumps in high out of range pacing impedances. Troubleshooting was performed using pocket manipulation and isometrics resulting in no noise and no impedances changes. The out of range alert value was increased to 3000 ohms, and the audible beep was turned off. The device system remains in-service. No additional adverse patient effects were reported.

Event description:
Additional information was received that this system was revised due to ongoing issues with intermittent jumps in high out of range pacing impedances and noise. The lead was surgically capped and replaced, and the device was replaced and was returned for analysis. No additional adverse patient effects were reported.